Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was feverish and achy. The patient had methicillin-resistant staphylococcus aureus (mrsa) with cultures identified on (B)(6) 2022 and (B)(6) 2021. The patient went to the operating room (or) on (B)(6) 2021 for debridement and irrigation of chest wall fluid collection which was found to have purulent material and tissue. It was cultured positive for mrsa. A silver impregnated sponge was placed after irrigation and the patient had subsequent washouts and wound vac changes in the or. The patient was started on vancomycin, transitioned to IV daptomycin, and transitioned to oral doxycycline. The patient was discharged from the hospital on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a pump stop event associated with the disconnection of the driveline. Although a specific cause for this disconnection could not be determined through this evaluation, the account communicated that the patient was confused and performed an exchange due to the red heart alarming for depleted batteries. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Lastly, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hepatic dysfunction and fall could not conclusively be established through this evaluation. The submitted system controller event log files contained data from 22jun2021 through 28jun2021. Starting on (B)(6) 2021 at 09:17:35, low power advisory alarms were active when the 14 volt (v) li-ion batteries were partially depleted. The low power advisory alarms were active until 10:19:47, when the driveline was disconnected. Low flow, driveline disconnect, low power advisory, and left ventricular assist device (lvad) off alarms corresponded to the driveline disconnection. On (B)(6) 2021 at 10:25:03, the patient¿s driveline was connected to the backup controller and mobile power unit. The pump resumed operation and operated as intended at the set speed for the remainder of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jun2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. This document also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient felt feverish and achy when admitted to the hospital on (B)(6) 2021. The patient had suffered a fall and some rib fractures. It was reported that the patient was taken to the or and subsequently found to have the left anterior chest fluid pocket drained with sharp debridement. The patient was found to have an abscess with foul odor, purulence, devitalized muscle, and exposed cortex overlying the pump and part of the driveline in the thoracotomy incision. The patient had pneumonia at bilat lower lobes. Repeat blood cultures were drawn on (B)(6) 2021 and (B)(6) 2021 were found to be negative.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was found down in the house with four depleted batteries, a disconnected driveline and the pump stopped. Emergency medical services (ems) connected patient to backup controller upon arrival and were able to locate mpu (mobile power unit) to get pump restarted. The patient was then transferred using batteries. The patient was admitted to the hospital on (B)(6) 2021 and was in cardiac intensive care unit confused so an accurate history of events could not be obtained. Log file review displayed on (B)(6) 2021 that the patient had low power advisory caused by batteries running down below the low voltage advisory threshold. This occurred up until 10:19 when the driveline was disconnected. The patient was confused at the time of the exchange. The exchange was done because of red heart alarm for depleted batteries. The controller would not be returned because it was still functional and would be used as the patient's back-up. The patient had community onset (B)(6) bacteremia with positive blood cultures around the pump. The patient was being treated with vancomycin. The labs returned to baseline on IV (intravenous) antibiotics. Wound vacuum assist closure to thoracotomy incision over the pump was done. The patient had elevated aspartate aminotransferase (ast) and alanine transaminase (alt) from (B)(6) 2021 to (B)(6) 2021. As of (B)(6) 2021, the patient remained in the hospital for ongoing care. Related manufacturer report number of controller: 2916596-2021-04059.